Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to the stirrer motor which has been replaced in order to solve the reported event. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause is a bearing damage due to corrosion formation inside the bearing balls. Water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase could have contributed to the reported failure.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor during routine maintenance. There was no patient involvement.